Event description:
In 2008, the pt reported that he spilled insulin in the cartridge compartment of his infusion device. He stated he was having difficulty removing the air from his insulin cartridge and he did not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. The pt was instructed to dry the cartridge compartment with a cotton swab. No physiological effects were reported. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.